Event description:
It was reported that the customer experienced an elevated blood glucose level of 550 mg/dl. Cause was not known. There was no injury reported, but ketone levels were identified as dangerous by the healthcare provider. Control iq feature was on at present, but customer did not recall if it was active during the incident. The elevated bg was addressed via manual injection of insulin provided by a parent and the customer ultimately reverted to an alternate method of insulin therapy for diabetes management.